Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2016 plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain/ increasingly severe pain. She underwent a hysterectomy to have the essure coils removed, approximately one and a half year after insertion. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynaecological causes. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain/ increasingly severe pain. She underwent a hysterectomy to have the essure coils removed, approximately one and a half year after insertion. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain/ stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to analgesics. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal pain ("abdominal pain/ cramps"), abdominal distension ("abdominal bloating,"), fatigue ("chronic fatigue."), abdominal pain upper ("stabbing pains in my stomach"), headache ("headaches"), mood swings ("mood swings"), vaginal discharge ("something that is not a blood clot but looks more like tissue... Its a white color not red or black like blood clot") and endometriosis ("endometriosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abdominal pain upper, headache, mood swings, vaginal discharge and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital bleeding, stomach pain, headaches, mood swings, vaginal discharge quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2020: the current follow up is non-significant, however this case is found to be duplicate of case (B)(4). Therefore all information from deletion case ((B)(4)) was transferred to this case. Event endometriosis was added. Reference section was updated. Legacy device report num 2951250-2016-01849. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain/ stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to analgesics. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal pain ("abdominal pain/ cramps"), abdominal distension ("abdominal bloating,"), fatigue ("chronic fatigue."), abdominal pain upper ("stabbing pains in my stomach"), headache ("headaches"), mood swings ("mood swings"), vaginal discharge ("something that is not a blood clot but looks more like tissue... Its a white color not red or black like blood clot") and endometriosis ("endometriosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abdominal pain upper, headache, mood swings, vaginal discharge and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2020: extension of expected date of next report product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain/ stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to analgesics. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal pain ("abdominal pain/ cramps"), abdominal distension ("abdominal bloating,"), fatigue ("chronic fatigue."), abdominal pain upper ("stabbing pains in my stomach"), headache ("headaches"), mood swings ("mood swings"), vaginal discharge ("something that is not a blood clot but looks more like tissue... Its a white color not red or black like blood clot") and endometriosis ("endometriosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abdominal pain upper, headache, mood swings, vaginal discharge and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain/ stabbing pain") and genital haemorrhage ("constant bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to analgesics. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal pain ("abdominal pain/ cramps"), abdominal distension ("abdominal bloating,"), fatigue ("chronic fatigue."), abdominal pain upper ("stabbing pains in my stomach"), headache ("headaches"), mood swings ("mood swings") and vaginal discharge ("something that is not a blood clot but looks more like tissue... Its a white color not red or black like blood clot"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abdominal pain upper, headache, mood swings and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital bleeding, stomach pain, headaches, mood swings, vaginal discharge quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jun-2018: new reporter added. New event added: constant bleeding, headaches, mood swings, something that is not a blood clot but looks more like tissue... Its a white color not red or black like blood clot.¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.